Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/6/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? The device was locked on tissue. If yes, how was the device removed? The devices did eventually open by using the release button on the back of the device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Troubleshooting steps were simply to continue trying the release button on the back of the device until it opened. Did the jaws eventually open? Jaws did eventually open. -surgeon stated that he couldn't remember in detail what happened since there were no patient consequences and the devices did eventually open he put it out of his mind. However, he said it was strange that it happened on two devices when he has not had issues in the past.

Manufacturer narrative:
(B)(4). Batch # t5c99h. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Device evaluation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right open radical nephrectomy, the jaws of the stapler wouldn't open after being compressed on the tissue. Another like stapler was used to complete the procedure. It was not reported if the device had fired when the issue occurred or how the device was removed from tissue when the issue occurred. There were no patient consequences reported.